Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the device k-wire has a cut. The forceps raise wire (k-wire) noted damaged due to mechanical/chemical stress applied by repeated use for the long duration (handling issue). The reported issue of "some of the wires constituting the forceps elevator wire are cut or frayed but not raised" was confirmed. Furthermore, inspection found the adhesive around light guide (lg) lens found peeled/detached noted to be attributed to use handling issue. Additionally, the following defects were identified during device inspection: due to wear of angle wire, bending angle in up direction does not meet the standard value. The angle wires noted stretched. Adhesive on a-rubber has a crack. Connecting tube has a wrinkle, has a scratch. Scope cover (s-cover) has a scratch. S-connector has a scratch. Control unit has a scratch. Protector of universal cord on s-connector side has a scratch. Universal cord has a scratch. Image guide (ig protector) has a scratch. Switch box has a scratch. Forceps elevator (fe) knob has a scratch. Forceps channel port noted shaved. Up/down knob has a scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported "some of the wires constituting the forceps elevator wire are cut or frayed but not raised." The issue found during an unknown event. No harm reported. No patient harm, no user injury reported. Device evaluation found the illumination lens adhesive is detached (adhesive around light guide (lg) lens found peeled). This report is being submitted for the adhesive around light guide (lg) lens found peeled/detached during device evaluation (defects/gap of adhesive on the distal end/ stain entered inside the lens through the gap).